Event description:
It was reported that during an implant procedure, the lead was difficult to place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.